Manufacturer narrative:
One used list# ch2000s-c, spinning spiros (lot# unknown), one used extension set, (manufacturer unknown) and one used cadd pump cartridge were received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely. The spiros was returned securely connected to the male luer of the unknown extension set. As returned, red drug residuals were present within the spin feature of the spiros, the male luer threads of the unknown set, and within the spiros housing. No other visible damage or anomalies were seen. The connected extension set and spiros were primed with water at gravity pressure and then leak tested. No leakage occurred while the spiros was in the unactivated position. When activated with a clave leakage occurred from the area of the spiros half-seal. The spiros was disassembled to further examine the source of the leak. The half-seal was found to be misassembled and not fully seated in the spiros housing thus, allowing for leakage.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap, that the customer reported a leak of chemotherapy during use on a patient. The patient was connected to a 5fu ambulatory pump with a spiros cstd (closed system transfer device) connected to a microclave. The patient returned to the medical center the next day and reported that the chemotherapy had been leaking from the spiros all night and she identified white chalky spots of 5fu on her clothing that she did not realize at first. The patient shut off her chemotherapy pump and returned the next day for a new infusion to be set up. There was patient involvement and no human harm.